Event description:
It was reported that a during implant of the left ventricular lead, when the first angioplasty wire was attempted there was resistance in the stylet lumen. The wire was changed out for a hybrid guidewire and the wire moved freely within the stylet lumen but would not progress beyond the tip seal of the lead. A stylet went all the way to the tip. Blood was noted inside the lead near the tip. The lead was removed and a new lead was placed using the same guidewire. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed).